Manufacturer narrative:
Reporter is a sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, it was discovered that the part of the depth gauge was missing and the tip was bent. There was no patient involvement. This report is for one (1)depth gauge for 2.7mm & small screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: investigation flow: damage. Visual inspection: the depth gauge for 2.7 mm and small screws (p/n: 319.01, lot #: 3718655) was returned and received at us cq. Upon visual inspection, it was observed that the nipple component was missing from the device and the tip of the needle component was slightly bent. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: there was conclusive evidence that the returned device was missing a component, so the dimensional inspection was not performed. Service and repair evaluation: it was reported on june 16, 2020, a set that was in another territory was received and it was discovered that the nipple piece of a depth gauge was missing, and the tip was bent, and a small hexagonal screwdriver was missing from the set completely. The repair technician reported the nipple is missing. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is missing parts. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, all of current and manufactured revision of drawings were reviewed. Complaint confirmed? Yes, the device received was missing a component. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the depth gauge for 2.7 mm and small screws (p/n: 319.01, lot #: 3718655). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause for missing components could be due to device maintenance or incorrectly assembled during sterilization and for bent could be due to unintended forces applied to the needle component. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 319.01. Lot number: 3718655. Manufacturing site: haegendorf. Release to warehouse date: may 25, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.